Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, with lows into the 60s mg/dl and a reported nadir of approximately 55 mg/dl, often after making an announcement; the user sought troubleshooting and education support and requested phone-based training rather than zoom. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included self-treatment with oral carbohydrates, receipt of device low and urgent low alerts, and no need for assistance or professional medical intervention. Investigation included complaint intake, troubleshooting, and user education by customer care with referral to a clinical resource for training. Investigation of this case revealed an undetermined cause for hypoglycemia and no confirmed device malfunction based on information available at the time of the report. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.